Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 08-may-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The complaint lens was received coated in viscoelastic residue. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue. No handpiece was received for evaluation. The complaint issue "dc-rotation¿ was not identified during product evaluation, and no issues were identified. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drt375 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the iol rotated, the original axis of the iol was 20 degrees and it rotated 30 degrees. In a secondary surgical procedure, while performing iol rotation procedure the doctor noted there was lack of capsular support. The iol was explanted and replaced with a za9003 23.5 diopter iol. There was no incision enlargement, no patient injury, no suture(s), and no vitrectomy during the lens exchange procedure. Patient prognosis post lens exchange procedure was reported as good. No further information is available.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.